Event description:
Discrepant results between blood glucose device and lab comparative. It was reported meter read 259 mg/dl at 12:30, 20 mg/dl at 12:38, & 264 mg/dl at 12:57 however a lab measured 86 mg/dl at 12:29. Treatment information on the patient was not provided however he is reportedly still in nicu as of the report date. Controls were reportedly ran the day of the alleged incident and found to be within range. A request was made for the return of the suspect product and replacement product was sent.